Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy cholecystectomy procedure, the clip ejected at the 1st firing when the trigger was grasped and the device was used on the cystic artery. The clip fell into the patient, but it was removed with a forceps. Another device was used to complete the case. There were no adverse consequences to the patient. After the sales rep receives the complaint device, he checked the device and the clip ejected.

Manufacturer narrative:
(B)(4). Additional information requested: did the clip fully advance into the jaws of the device prior to ejecting? ---yes. Did the retrieval of the clip alter the procedure or patient post-op care in any way? ---no.